Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the posts fractured off of the device and was returned. The body of the device was also cracked through the area of the fractured post. The device was manufactured in 2006 and exhibits signs of extensive wear/usage. This fracture appears to have been caused by an impact overload mechanism. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery when the implant was impacted one of the pegs that connects the bumper to the impactor broke off. No delay was reported and a it is unknown if a backup device was available.